Manufacturer narrative:
The driver was rec'd at the MFR for eval, and the reported condition of the device running in safe mode was duplicated. Based on the investigation details, the likely cause was problems with the motor assembly, pc board, and pin connector, which were each replaced along with other components.

Event description:
It was reported that the driver continued to run on its own while in safe mode during a surgical procedure. The case was completed successfully with another device. There was no medical intervention and no procedural delay. There were no adverse consequences reported as a result of this event.